Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
The complainant alleged that while monitoring a pt (age and gender unknown) the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.